Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the polyglycolic acid (pga) of a 6f exoseal vascular closure device (vcd) is deployed, it does not settle into the blood vessel, and it comes up when the device is removed. Manual compression is performed after removing the product. There were no reports of patient injury. There is blood on the product, the deploy button, and sheath. The adapter is used, and the pga is lost. The device will be returned for evaluation.

Manufacturer narrative:
Based on additional information received, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.